Event description:
It was reported that the implantable neurostimulator (ins) was going to be implanted and the manufacturing representative went to charge it and saw a power on reset (por) the night prior to the report. It was noted that the ins was interrogated with the clinician programmer and ¿no code showed per the current status of the parity por for the device.¿ it was noted that the por was cleared and the ins was interrogated and no por showed again. It was noted that the manufacturing representative tried to charge and it connected fine with no evidence of a por. Additional information received reported that the device had not been implanted at the time of the report.

Manufacturer narrative:
(B)(4).